Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios . Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they experienced an allergic reaction to the cannula, from the pod. Their doctor did not prescribe anything for the reaction. The patient reportedly switched to a medtronic pump and is not experiencing a reaction anymore. This was reported as a general allegation from the patient as they wanted us to be made aware of the event.